Event description:
Through journal article "late seroma of the breast in association with covid-19 infection: two case reports," authors report on a 48 year old patient experiencing significant volume increase of the left breast, associated with a feeling of intense pressure at the same location. At the time of presentation, patient complained of having respiratory symptoms that had developed almost simultaneously to the changes of the breast. A sars-cov-2 covid-19 pcr test of a nasopharyngeal swab was positive, confirming the diagnosis of covid-19, which has been deemed not related to the device. An ultrasound-guided puncture of the breast yielded 180 cc of periprosthetic serous fluid. Analysis of the fluid showed an acute inflammatory response with abundant neutrophils; immunohistochemical analysis excluded bia-alcl. The seroma recurred while there was worsening of the patient¿s respiratory symptoms. Once the patient¿s condition improved, the periprosthetic collection was surgically drained; there were no further relapses. Affected side is left. The device remains implanted.

Manufacturer narrative:
(B)(6). (B)(4). Article citation: martínez núñez, p, pérez gonzález, m, juárez cordero, a. "Late seroma of the breast in association with covid-19 infection: two case reports." European journal of plastic surgery. 12nov2021; 1-4. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "significant volume increase of [patient's] left breast, associated with a feeling of intense pressure at the same location," "180 cc of periprosthetic serous fluid," "the seroma recurred".